Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, conforming; outer gasket condition, conforming; sleeve condition, nonconforming and stopcock condition, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was confirmed that the reported "512s broke in two pieces" during surgery occurred. The sleeve was received separated from the housing in a separate sealed pouch, broken above the weld seam. All pieces were received. No conclusion could be reached as to how this damage may have occurred. The sleeve and housing components have been incorporated into a one piece design to minimize the potential for breakage.

Event description:
It was reported the device was used during a laparoscopic nissen fundoplication procedure. It was reported the 512s broke in two pieces. A reusable 10mm fan retractor was being used through this device when it broke. It was reported no pieces fell into the pt. The procedure was completed with another 512s. There was no consequence to the pt.